Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient¿s father reported that the patient¿s stimulator was not working. Follow up is being attempted to obtain additional information about troubleshooting, actions taken and outcome. If additional information becomes available, a supplemental report will be filed.